Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was implanted and removed intraoperatively. Lens later replaced with a different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Initial MDR is n/a. Claim# (B)(4).